Manufacturer narrative:
Date rcvd by MFR: 03/28/2016. Device evaluation: the service technician was unable to duplicate the reported issue, but confirmed the occurrence by reviewing the diagnostic log. Technician replaced the data acquisition to motor controller cable to correct the issue. Unit was functionally tested and passed all performance verification test successfully. The unit was ready to be returned to customer for patient use.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The international customer reported the v60 unit stopped operating while being used on a patient. Error code 1006 was displayed on the screen. Unit was being used on a patient at the time the reported issue occurred. There was no adverse patient effect.